Event description:
Reporter indicated that his vns therapy programming handheld froze during the interrogation of a patient's pulse generator. Through troubleshooting the problem was resolved, and the physician does not wish to ship the handheld back to MFR for product analysis at this time.

Manufacturer narrative:
Conclusions - device malfunction occurred, but did not cause or contribute to a death or serious injury.